Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall effect sensors being out of tolerance.

Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board and blower motor were replaced to address the issue.